Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07716. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent sling revision on (B)(6) 2009, and on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07716. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh sling adjustment (loosened) and cystoscopy on (B)(6) 2009. The patient underwent an additional mesh implantation on (B)(6) 2009. It was reported that the patient had also had the procedures of a mesh revision and cystoscopy performed during this additional mesh implantation in order to treat stress urinary incontinence. No additional information was provided. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-07716 and medwatch 2210968-2014-01375. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).